Manufacturer narrative:
Eval: off-label, unapproved or contraindicated use (proximal neck length).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 51 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 5 mm in length. It was reported that during the index procedure an angiogram revealed that the endurant ii stent graft bifurcate had a proximal type I endoleak originating from the greater curvature of the proximal aortic neck. The physician elected to implant an endurant aortic cuff and performed a chimney technique using another manufacturer¿s device. However, the proximal type I endoleak persisted. No further intervention was reported. The event was not resolved. The patient will be monitored by the physician. Per the physician the cause of the event was due to the patient anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.